Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. (B)(4).

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate during use. The following was reported by the initial reporter: "dear, since 2018, I have type 1 diabetes. The nurse advised me to use these pen needles. But 1 on 2, 3 needles does not work, is tight. So I always need several needles. This was not just a single delivery but all boxes delivered so far. How is this possible? Have you not received complaints about this before?"